Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was not placed in surgery mode prior to the patient undergoing an unrelated procedure. Post-operatively, the ipg would no longer communicate with external devices, and the patient controller displayed the error message, ¿generator is not responding.¿ troubleshooting was able to resolve the issue.